Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned system controller (serial number: (b(6); however, the alarm was not reproduced during testing. The log file downloaded from the returned controller contained approximately 13 days of data (B)(6) 2020 per the time stamp). A backup battery fault alarm activated on (B)(6) 2020 at 10:38:12 due to a backup battery load test failure. The alarm remained active until 13:23:13 on (B)(6) 2020, when the controller was put into sleep mode after being exchanged. The backup battery failed the load test due to the unloaded voltage being under the acceptable threshold. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 13:22:29 to exchange the system controller. There were no other notable alarms active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number is (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27feb2018. The 11v backup battery was inspected and accepted into storage location on 15feb2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and hot to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a yellow emergency backup battery fault. The battery was reseated as well as exchanged, and then the controller was exchanged.